Manufacturer narrative:
Submit date: 09/14/2016. An investigation is currently underway. Upon completion, a full report shall be provided.

Event description:
It was reported to covidien on (B)(6) 2016 that the customer experienced an issue with an enteral feeding pump. The customer states that the unit's readings are faulty.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of, unit's readings are faulty. The unit was triaged and the customer¿s reported condition was confirmed. A trend has been identified and a formal corrective and preventative action was opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.